Manufacturer narrative:
A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Int'l customer reported that a pt developed a local wound reaction described as "weepy" approx one month following a skin excision procedure. A piece of externalized suture was removed and the wound appeared slightly open silver nitrate was used to "dry up the area".